Event description:
Bearing bushing is out.

Event description:
On follow up it was reported that the attachment was initially used and removed from surgery when it was noticed that the bearings were out - there was no pt problem.